Manufacturer narrative:
One fluid warmer was returned for evaluation. Upon visual inspection, the device was found to be in good physical condition. Powered on the device and all alarm leds were flashing. Removed back cover for further investigation. Found that the membrane switch insulation had been damaged. This confirms customer reported complaint. Installed known good test switch and tested. Device was powered on without any alarms sounding. Replaced membrane switch also. Performed 10 minute heat check and measured temperature was 41.7 degrees which is within tolerance. Checked all disposables/ tubes alarms. Device passed all functional and electrical tests.

Event description:
Information was received indicating that the alarms to a smiths medical level 1® h-1200 fast flow fluid warmer were "flashing." It was reported that the pcb was replaced but didn't stop the alarms. There were no reported adverse effects.